Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that during the initial implant the bifurcated stent graft was implanted lower than intended and an aortic cuff was placed. The patient returned for follow-up appointments 4 years post stent graft implantation and was treated during this time for type ii endoleaks. Approximately 4 years post implant the patient presented with neck dilatation due to disease progression which resulted in the separation of the main body and the aortic cuff, at this time the physician implanted a cuff to bridge the gap. Approximately 26 months post additional aortic cuff implantation the patient presented emergently to the hospital. The CT demonstrated that the aneurysm had ruptured. The entire stent system had fallen into the aneurysm sac, due to disease progression with neck dilatation. The patient was not a candidate for open repair due to co-morbidities. There were no further interventions performed and the patient expired. The stent graft was not removed from the patient.

Manufacturer narrative:
Evaluation summary: evaluation was completed, and the reported condition of the failure code 16:310 was confirmed. Review of the complaint history reveals similar reports have been received for this product, for the reported issue. There is a CAPA, mdq-CAPA, open to document and evaluate this issue.